Event description:
Procedure: colectomy. According to the reporter: the first firing with 3.5mm staples felt tight and the anvil was bent upon removal through the trocar. The surgeon moved up to 4.8mm staples for the second firing and stated the staples did not form. Upon visual inspection, the anvil was slightly bent. The surgeon converted to open colectomy, oversewed the staple line and closed up.